Event description:
Customer reporting low adhesion/adhesion failure stating that the iv3000 has failed, taking the infusion set with it, as well as the additional tape the customer uses to hold the cannula in place. In this instance, the customer used insulin to bring her blood sugar levels back to normal. She is presently fine, no long term side effects.

Manufacturer narrative:
A review of the batch manufacturing records has found no faults documented for the relevant batch of materials. Also, a review of the complaints database showed there have been no further adverse incidents reported for this lot number/product code combination. In addition the laboratory monitoring data was reviewed for this lot number and all tests performed were found to be within the required specification parameters. The complaint was referred to our medical advisor who made the following comments; 'it is potentially dangerous when insulin infusions fail, but this seems an unusual site for the cannula, and consequently difficult for the patient to apply the adhesive dressing efficiently. All our pump users are given conventionally administered insulin with instructions how to cope in the event of pump failure - it seems that this was the case with this user also. No further investigation or corrective actions will be performed at this time. Smith & nephew will continue to monitor for similar events through routine complaint trending mechanisms, and post market surveillance; any negative trends will be addressed accordingly.